Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The unit was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and was verified in the daily total screen. The unit was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. There was no daily total anomaly, basal anomaly, or bolus anomaly. The unit had a minor scratched display window and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's family emailed and called in to report the customer was hospitalized due to high and low blood glucose levels. It was reported that the insulin pump delivered a bolus without the customer wanting it. The customer's blood glucose level at the time of incident was 30 mg/dl. The customer's blood glucose level at time of call was 125 mg/dl. The customer treated with food. It was found that the reservoir came out so the customer put the reservoir back in but did not rewind first, therefore accidentally injecting himself with 80 units of insulin. It was advised that the device would be replaced, and they agreed to return the product for analysis.